Event description:
The manufacturer received information that a trilogy ventilator was returned for service. During the evaluation at the service center the lcd screen was noted to not be responding. No harm or injury was reported. The devices lcd screen needs replaced to address the issue.